Event description:
A customer reported experiencing poor cutting during a procedure. An alternate probe was used to complete the case without harm to the patient. Additional information has been requested.

Manufacturer narrative:
The sample was returned for evaluation. Visual inspection revealed the probe was conforming. Functional testing revealed the sample would actuate properly, but would not cut tissue. Wire passed through the aspiration path indicating the probe was not clogged. The probe was disassembled and the components inspected. The inner cutter exhibited significant wear on the cutting edge (reshaped) indicating the probe may have been used extensively. The significantly worn/damaged inner cutter edge has affected the cutting ability of the probe. The inner cutter also exhibited slight bent. The root cause determined damage to the cutting edge. Significant wear on the cutting edge indicates that the probe have been initially working properly and subsequently damaged. It is unknown how or when the inner cutter became damaged. It is not clear if the bent condition of the inner cutter also contributed to the cutting function of the probe. (B)(4).